Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). Additional emdrs were submitted to represent bard flat mesh (device #2) and bard/davol ventralight st (device #3).  Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax, bard mesh (bard flat mesh) and ventralight st on (B)(6) 2009 and/or (B)(6) 2009 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the 3dmax mesh (device #1). Additional supplemental emdr's were submitted to represent bard flat mesh (device #2) and bard/davol ventralight st using echo ps (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax, bard mesh (bard flat mesh) and ventralight st on (B)(6) 2009 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of 3dmax mesh (device #1). Per op notes, ¿two hernias were identified. Then, a piece of 3dmax mesh (device #1) was placed and sutured in circumferentially hernia repairs.¿ (B)(6) 2009 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent open repair. Per op notes, ¿hernia was identified above the umbilicus. The underlying adhesions were taken down. A third hernia was noted in right flank. A bard flat mesh (device #2) was placed over the defect and sutured.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent abdominal hernia thereby underwent open repair. Per op notes, ¿the right flank incision and midline scar was removed. Hernia was found lateral to the mesh (device #1, #2) was reduced and closed using sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with massive incisional hernia thereby underwent open repair with the implant of synthetic mesh. Per op notes, ¿scar was excised and hernia was dissected between the mesh from previous repair. Bilateral posterior component were created and a synthetic mesh (parietex) was placed into defect and sutured.¿ (B)(6) 2014 ¿ patient was diagnosed with abdominal wall abscess thereby underwent incision and drainage of abscess. Per op notes, ¿there was some mesh in the vicinity appeared to be fairly well granulated and some purulent tissue in the area.¿ (B)(6) 2017 ¿ patient was diagnosed with large incisional hernia thereby underwent robotic assisted repair with the implant of ventralight st using echo ps (device #3). Per op notes, ¿the patient had dense adhesions throughout the abdomen was freed up. The defect was closed by plicating. The previous mesh was incorporated into fascia. A ventralight st mesh using echo ps (device #3) was placed as overlap and sutured circumferentially.¿ from (B)(6) 2017 ¿ patient was diagnosed with perforated viscus with open wound thereby underwent abdominal wound washout. (B)(6) 2017 ¿ patient was diagnosed with enterocutaneous fistula, abdominal sepsis thereby underwent wound washout. Per op notes, ¿there was enteric fluid throughout and a very large hematoma to the wound vac-system. Collection of fluid leakage was noted.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent ventral incisional hernia, infected mesh, enterocutaneous fistula thereby underwent open repair with removal of mesh. Per op notes, ¿area of fistula formation was excised. All visible and palpable mesh (device #1, #2, #3) both incorporated and infected and unincorporated was removed. The bowel appeared to be inflamed and attached, kinked and partially obstructed to fistula was resected. A biological mesh was placed to midline wound and sutured.¿ (B)(6) 2020 ¿ patient had chronic abdominal pain thereby underwent open repair with removal of remnant mesh. Per op notes, ¿two hernias were noted in the epigastric area and lower midline. Area of chronic mesh stuck to a loop of bowel was dissected off and other portion of old mesh was removed. A biological mesh was placed as an underlay and sutured to peritoneum.¿